Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged post implant procedure. A loss of capture was observed, and a thus revision procedure was performed to reposition the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.